Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was no delay to the procedure.

Manufacturer narrative:
Patient information was not available on the date of filing. Other relevant device(s) are: field generator 9731203 em mobile. A medtronic representative went to the site to test the equipment. It was reported that the system was operating as intended. It was discovered upon this system testing that there was a straight suction that would not verify. The hardware, software, and remaining instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a functional endoscopic sinus surgery (fess) procedure the site was having issues verifying and tracking instruments. There was no reported impact on patient outcome. Additional information was received: there was no delay to the case.